Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v939343, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v959668, implanted: (B)(6) 2012, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
A consumer with an indication for use of parkinson's dual and movement disorders reported an elective replacement indicator (eri) code being seen in (B)(6) 2015. Prior to the eri the patient had spent several early mornings shaking with high blood pressure which was why the patient checked the eri. There were no falls or traumas that were possibly related and no allegation against longevity or dissatisfaction with longevity. The device was on and patient was still receiving therapy but was experiencing symptoms of shaking which were reported as sudden in onset. According to the patient the event coincided with wearing a life alert necklace and eri message. The patient had an appointment scheduled for surgery on (B)(6) 2015 to replace the left side battery.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly; the battery had normal end of life and the telemetry and output were okay.

Event description:
Additional information received from the company representative reported the patient had her battery replaced at the end of august. Many patients see tremors worsen during the elective replacement indicator (eri) phase and they have had no report of issues since the replacement. No troubleshooting occurred since she was in eri and therefore they replaced the implantable neurostimulator (ins).